Event description:
Additional information received identified that effective therapy was not restored as the paddle was only providing unilateral coverage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein an octrode lead was added. One tail of the existing paddle lead was disconnected, and the octrode lead was connected. Effective therapy was restored post operatively.